Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cutting block for the 70 vanguard knee fractured off intraoperatively and got stuck in the extremely hard femoral condyle. After extensive drilling and overdrilling, the fractured device was able to be removed. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use and has one of the posts has fractured off. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately five years and five months and was used an unknown number of times. Based on the information available, the root cause of the reported issue is attributed to normal wear and tear from repeated use over time if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.